Event description:
Sparks occurring from a plug. The reporter stated that when the plug was removed from the outlet, sparks were noted on the ground lug of the plug itself. There were no reports of any adverse patient events while the pump was in clinical use.